Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The reported event was observed with a demo model that is not implanted. When previously programmed parameters are re-loaded, some atp parameters are shown differently from how they were programmed.